Manufacturer narrative:
Devices image evaluation completed on july 29, 2021; upon visual evaluation of the image provided in the complaint, the implant was observed intact. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 375cc, date of implant 2007) has experienced breast implant rupture on the right side. It was also reported that the patient has developed late onset seroma in the right breast. No information was provided regarding testing of the seroma fluid. As a result, the patient underwent bilateral irrigation and replacements with mentor gel implants on (B)(6) 2021. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Should additional information become available, this case will be re-assessed and notes will be updated.